Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Separated condition confirmed. Visual examination of the unit noted a broken tubing at the junction of the luer post. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted which found no nonconformance.

Event description:
It was reported to baxter healthcare united states that the connection site of one (1) ce intermate sv200 device had separated from the tubing. According to the customer, the nurse attempted to connect the device to the patient when she observed the connection site separated. This incident occurred before patient connection. The device was filled with ceftriaxone (2 grams in 100ml of sodium chloride). There is no report of patient injury or medical intervention. No additional information is available.